Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. A specific cause for the reported infection could not be conclusively determined. The heartmate 3 lvas, serial number: (B)(6), will not be returned for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) rev. D and patient handbook rev. A can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 left ventricular assist system, including infection and death. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was infection/failure to thrive. It was communicated that the patient¿s outcome was not considered to be device related, and that the device was operated as intended.